Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the patient had three different utis, which caused trouble with the system and therapy. Bacteria caused the utis and the patient was doing good after they changed stimulation.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they needed to increase stimulation. The patient was on program 3 with stimulation set at 8.5 v, but the stimulation would not go any higher. The patient stated that they were increasing stimulation because they had just gotten over a bad urinary tract infection (uti). The patient noted that they had a uti for 8 weeks and since it had been gone they had to go to the bathroom immediately in the morning when they took their diuretic and would sometimes start to urinate before they could get to the toilet. The patient stated that they did not know if it was due to the diuretic and noted that they had not had the problem until after the uti. The patient reported that they had taken the last of their antibiotics 3 weeks ago but it had not gotten any better, so they thought that they should try increasing stimulation. The patient noted that they had uti symptoms with the uti and was put on antibiotics by their healthcare professional (hcp) for one week. The uti was not resolved, so they had the patient do another urine specimen. They waited for it to culture and then put the patient on a different antibiotic for 2 weeks. The patient reported that after the 2nd round of antibiotics they still had the uti, so they were put on a 3rd round of antibiotics for 7 days. The patient noted that the uti was confirmed by their hcp and that they were on program 4, but did not see a check in the box next to the 4. The patient noted that they tried to change to program 4 but got a ¿turn ins on¿ message. The patient then turned the implantable neurostimulator (ins) on and was advised to follow up with their hcp if symptoms persist. No further complications were reported or were expected.